Event description:
It was reported that difficulty aspirating fluid through the catheter access port was encountered. No other information was provided at the time of this report.

Manufacturer narrative:
(B) (4).